Event description:
During a tubal ligation procedure, as doctor passed clip through the trocar, the outer gasket broke off and fell into abdomen. The gasket was retrieved. No patient consequence. Another device was used to complete the case.